Event description:
It was reported that 2 catheters were received damaged, it appeared that the catheters were no longer sterile. The outside of the box was creased, damaged.

Manufacturer narrative:
The catheter was received in a broken shipping tube. The shrink seal was still attached, one at the clear adaptor cap and the other around the IFU. The gray shipping tube was broken 15.5 inch distal of the clear adaptor. The balloon, windings and catheter body tube were found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. This report is associated with report # 2015691-2013-20016.